Event description:
Baxter reproted a transfer set whose spike separated from the port of a dianeal solution bag. No patient injury or medical intervention was reported.

Manufacturer narrative:
The sample is not available for evalatuion. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line.